Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, after implantation of an iol in the bag a scratch was found in the iol. The lens implantation was set up by a supporting doctor, so the surgeon did not see the iol setting process. During implantation he/she felt resistance a bit. Then he/she realized that there was a scratch in the iol. Since the iol was implanted in the bag accurately, considering the risk of decreased visual acuity the surgery was completed by rotating the iol 180 degrees while still in the patient's eye, so that the scratched part was facing upward (towards the patient's head). The patient felt like halo only for this eye and the surgeon thought that this might be due to the scratch of iol and the patient was planned to be monitored.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated there was no problem with the injector and it was considered that it was a lens setting issue. At the next day's visit the patient complained of dazzling, but he said that there were no vision problems on later visits.